Event description:
It was reported the stretcher was damaged as a result of the stretcher's safety bail not engaging with the hook and the stretcher lowered from the ambulance. The stretcher was empty at the time and there was no patient involvement or associated injury. It was not reported if the safety bail engagement was a result of malfunction or unintended use error.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation. The contributing factor of the safety bail not engaging with the hook could not be determined. The reported damage to the stretcher was repaired and the stretcher was tested and returned to service.

Event description:
It was reported the stretcher was damaged as a result of the stretcher's safety bail not engaging with the hook and the stretcher lowered from the ambulance. The stretcher was empty at the time and there was no patient involvement or associated injury. It was not reported if the safety bail engagement was a result of malfunction or unintended use error.